Event description:
Saw a patient with a unilateral urethral erosion. Balloon was seen in urethra on cysto. Stated that op-note reported a urethral injury during the implant procedure, but the device was still placed. The device was not seen on post-op cysto in the operation room.